Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2010, and subsequently expired (B)(6), 2010 after the use of the product.

Manufacturer narrative:
There is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00629, 1225714-2014-00630, 1225714-2014-00631 and 1225714-2014-00632.